Event description:
It was reported that the customer accidentally requested and delivered a 15 unit bolus instead of a food bolus for 15 grams of carbohydrates. Subsequently, customer¿s blood glucose (bg) level decreased within range of 20-40mg/dl. The customer required assistance addressing bg level with carbohydrates. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text: device not returned.